Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add¿l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for mfg revealed no complaint related issues. Mfg visual eval noted the needle was broken off flush with the end of the slider and it was not returned for eval. There are nicks and scratches on the surface of the instrument that would be associated with use. The damage to the complained instrument is not associated with mfg and occurred in the field. The product development investigation found the depth gauge was returned in two components; the body and the slider/handle assembly.

Event description:
According to the reporter, that during an open reduction interbody fusion (orif) of hand procedure, surgeon was using the depth gauge and the shaft with hook broke. All pieces were retrieved. Another was selected and procedure was completed.